Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a follow up remotely via a merlin.net transmission. The right atrial lead exhibited noise; the noise could be reproduced with isometrics and pocket manipulation but was not marked by the device. The physician elected to reprogram the device. The patient was asymptomatic and would continue to be monitored.